Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the turbine on the vela ventilator would not turn. The customer troubleshot the ventilator and reported that all power going to the turbine was good. The customer advised there was no patient involvement associated with this event.